Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient information data was corrupted in the device memory that was noted during a follow-up in clinic visit. Patient was stable.

Event description:
New information received notes that the issue has not been resolved and no intervention will be performed. The patient feels good with the device.